Event description:
It was reported that the balloon of this artificial urinary sphincter was leaking; therefore, it was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) balloon underwent a thorough analysis. The component was visually and microscopically inspected, and leak tested. Microscopic evaluation identified a pinhole in the balloon shell, consistent with fatigue. The component did not pass the leakage test. Based on the information available and analysis results, the pinhole identified in the balloon could have caused or contributed to the reported clinical observation of fluid leak.

Event description:
It was reported that the balloon of this artificial urinary sphincter was leaking; therefore, it was removed and replaced. No patient complications were reported.